Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular resource nurse. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the procedure performed was a contralateral iliac plasty and stent. At end of procedure, the physician imaged the access to confirm it was safe for angio-seal use. The procedure sheath was removed, and the angio-seal sheath was inserted. The arteriotomy locator was removed, and the angio-seal device was inserted. First and second click occurred without issue; however, when the sheath was removed there was nothing outside of the sheath tip. Manual pressure was held to achieve hemostasis. The surgeon cut the sheath open to confirm components were within the sheath and not in the patient, they were. The components discarded. The blood loss was less than 250cc's. There was no patient injury, and no surgical intervention was required.